Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was bent and blocked and during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported: needle blocked, needle(s) bent.

Manufacturer narrative:
Correction: complaint is being cancelled. Information from another record was entered into this complaint in error. The complaint has been opened in (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was bent and blocked and during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported: needle blocked. Needle(s) bent.